Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The factory of aomori olympus confirmed that the cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned and the coating was torn. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. The cutting wire and the coating on it were partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted to the metal part of the forceps elevator while the device was activated the output. Then, a part of the cutting wire became extremely hot, resulting in breakage. Furthermore, the cutting wire fell off due to contact with the metal part of the forceps elevator when extracting the device from the endoscope. The cause of the coated portion missing might be the following reasons. The cutting wire with the coated portion fell off. The coated portion fell off when it was torn apart. The peeled coated portion fell off since it was melt due to heat by energization. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic sphincterotomy (est), the cutting knives of the two devices broke off during activation. There were no sparks. In both cases, there were no fallen fragments. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the breakage of the cutting knife on the second device.